Manufacturer narrative:
The event was reported by the hospital to the national authority only. The user facility did not involve the local draeger s&s organization into evaluation or repair of the device. Draeger tried to obtain further information or additional details about the event and follow-up actions - without success. The device was manufactured in october 2019 - its status of preventive maintenance and repairs is unknown to draeger. The lack of information does not allow a case-specific evaluation and no reliable conclusion in regard to the potential root cause. In fact, it can even not be confirmed that indeed a ventilator/ventilation failure has occurred. The manufacturer finally concludes - given that a malfunction of the device has occurred - the device is designed to post a corresponding alarm if automatic ventilation fails. There's a breathing bag integrated to ensure that patient support can be done by means of manual ventilation, but reportedly - according to the user facility report - this also failed during the event. An assessment which scenario may apply for this particular event is not possible due to missing relevant information. The event may have been the consequence of a component malfunction, an use error or an infrastructure issue or a combination of these factors.

Event description:
It was reported that during use on a patient, after anesthesia induction, both the manual and machine controlled modes of ventilation failed to function, preventing the anesthesia from proceeding as planned. The anesthesia device was replaced by a back-up machine - no injury or serious impairment of patient's state of health was reported.